Event description:
It was reported that at the regular six-week follow-up appointment post the implant procedure, the physician noted a significant increase in the capture threshold measurement from this right ventricular (rv) lead. The physician elected to schedule this patient for a repositioning procedure. During the procedure, difficulty in retracting the rv lead helix was observed. After the rv lead was repositioned following wound closure, high thresholds were again noted and high, out-of-range pacing impedance (>4000 ohms) measurements were observed. Diagnostic imaging was performed which confirmed the lead had not dislodged nor was any obvious lead fracture seen. It is unknown if the lead remains implanted or if the physician elected to explant the lead. Information has been requested regarding the event resolution, but a response has not yet been received. No additional adverse patient effects were reported.

Event description:
It was reported that at the regular six-week follow-up appointment post the implant procedure, the physician noted a significant increase in the capture threshold measurement from this right ventricular (rv) lead. The physician elected to schedule this patient for a repositioning procedure. During the procedure, difficulty in retracting the rv lead helix was observed. After the rv lead was repositioned following wound closure, high thresholds were again noted and high, out-of-range pacing impedance (>4000 ohms) measurements were observed. Diagnostic imaging was performed which confirmed the lead had not dislodged nor was any obvious lead fracture seen. Information has been requested regarding the event resolution, but a response was not received. However, this lead was later explanted and received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.